Manufacturer narrative:
The reported event of failure to alarm ail file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. There was no report of harm.

Event description:
The customer reported that the patient had received a ceftriazone 2g antibiotic infusion via an alaris pump. The pump was programmed to switch to a flush that was set at a rate of 120ml/hour for a total volume of 20ml once the antibiotic infusion was completed. After switching to the flush infusion, the pump alarmed and exhibited a red alarm. Upon assessment the nurse found a large amount of air had passed through the ail sensor into the tubing without an alarm. The nurse found that the air did not appear to have entered into the patient's PICC line via the port in which the antibiotic had been infused. There was no patient harm.